Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent atrial fibrillation (af), chest pain and dyspnea. The right atrial (ra) lead exhibited undersensing causing mode switch. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.